Manufacturer narrative:
As the original bulk non-sterile contract manufacturer, intromed has no direct contact with the end user. Excluding specific information related to the original manufacture, contact, location, lot and code, the information included in this MDR was provided by the intromed customer, (B)(4).

Event description:
As reported to intromed by the (B)(4) (angiodynamics) on (B)(6) 2017: "mini stick max dilator hub came off while sheath was in patient's vein."